Manufacturer narrative:
Device manufacture dates: monitor - 01/2006, battery pack - 09/2002, battery pack - 07/2006. Device evaluation summary: device evaluations monitor and both battery packs have been completed. The reported problem was confirmed. The cause of the battery packs not fully inserting into the monitor was bent battery connector contacts within monitor. Although the battery connector contacts had been moved back into position by the patient's husband, evidence of the misalignment remained. Neither of the battery packs showed any signs of connector damage or misalignment. The root cause of the bent contacts cannot be positively identified but was likely due to a slight connector misalignment when one of the battery packs was inserted. No adverse event resulted from the damaged monitor. The patient received a replacement monitor and two battery packs.

Event description:
The husband of a female patient contacted lifecor customer support to report that, when they went to swap battery packs that morning, the battery pack that was on the charger would not fit into the monitor. After that, they could not get either battery pack to reinsert into the monitor. The husband reported he used a pencil eraser to adjust the battery pins inside the monitor to get the battery to go back in. The patient's monitor and both battery packs were replaced for evaluation.